Event description:
It was reported to philips that the system's flexvision computer was unable to boot, preventing a full system boot and stalling at 00.00. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system's flexvision pc was not booting up. The review of system log files showed malfunction with the flexvision pc. Upon troubleshooting, the philips remote service engineer (rse) confirmed the issue with flexvision pc. The supplier's part analysis conclusively determined the cause of the flexvision failure was due to defective power supply. To resolve the issue, the rse ordered flexvision pc and hard disk and the customer replaced the parts, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome. The evaluation method code was corrected.